Event description:
The reporter stated that the stopcock separated from the tubing. As a result of the incident the pt did not receive medication. There was some bleeding. No pt injury or treatment resulted from this issue.